Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer stated that the insulin was squirting out during manual prime process. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap was sticking out and was pressed while the insulin pump was connected in the body. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with currents in specification. The device was unable to prime during prime test due to faulty force sensor resistor. No unexpected alarms noted. The device had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.